Manufacturer narrative:
Additional information provided by the reporter. The reporter clarified that the event occurred during ¿normal testing¿ as the motor device was assembled for use. There was no delay to the surgical procedure as a spare device was available for use. There were no reports of injury, medical intervention or prolonged hospitalization. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior cervical discectomy and fusion (acdf) surgery, it was observed that the device was ¿skipping¿. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was not reported that there was patient or user injury. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.